Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the right ventricular pacing lead was beyond the expected upper range.

Event description:
It was reported that an alert triggered due to high pacing impedance on the right ventricular (rv) lead. The physician attempted to add a new rv lead but was unable to gain access due to a closed vein. The rv lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary:the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the right ventricular pacing lead was beyond the expected upper range. Analysis of the device memory indicated an alert for lead impedance out of range. If information is provided in the future, a supplemental report will be issued.

Event description:
It was later reported that the lead was capped and replaced.